Event description:
According to the report, the patient has been experiencing head and neck pain and general discomfort. This is very strong in the morning, but also comes and goes throughout the day. There has also been a drop performance. Testing confirmed that the device has malfunctioned.